Event description:
It was reported that the lesion was in the ostium of the heavily calcified 1st diagonal. During pre-dilatation of the lesion with a 2.0x8 mm trek balloon, a dissection occurred. An attempt was made to treat the dissection with the placement of a 2.25x12 mm xience prime stent; however, the stent delivery system (sds) did not cross through a stent that was deployed during a previous procedure. The sds was removed to allow for additional predilatation and prior to reloading the sds on to the guide wire, the distal stent struts were noted to be flared. A non-abbott stent was used to treat the dissection successfully. The patient was quite unstable at the time, so an attempt was being made to minimize manipulation of the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Inflation: bsc. Guide cath: xb3.5. Sheath: cordis 6fr. There was no reported product deficiency. The reported patient effect of dissection, as listed in the instructions for use (IFU), is a known adverse event associated with coronary angioplasty procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.